Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no other similar incidents. All available information was investigated and the reported slda appears to be due to the thin mitral valve leaflets. The unchanged mr was a cascading effect of the slda. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. In 2015, on an unknown date, one clip was successfully deployed in a central position, reducing mr. On (B)(6) 2019, the patient returned with recurrent mr with a grade of 3, due to progression of disease. The initial clip was stable on both leaflets. The patient underwent a second mitraclip procedure. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed in the medial position. The clip was deployed; however, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). Another clip was deployed to stabilize the slda. Two clips were implanted in this procedure, and the mr remained at 3. No additional information was provided.